Manufacturer narrative:
Concomitant medical products: 8015; etco2 disposable; 8300; 8100; (2)syringe tubing; pri tubing; syringe; therapy date (B)(6) 2018. Patient demographics requested however not provided by the customer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the facility went live on (B)(6) 2018 with the pca modules. The rn (super user) initiated an unspecified pca infusion that day without issues. The next day when the nurse was moving the IV pole the pca shut off and a channel error code 511.2010 displayed on the pcu. The rn turned the pca on and moved the IV pole and experienced the same issue a second time. As the nurse moved the IV pole for the 3rd time the pca turned off again. The rn noticed that the concomitant pump module continued to infuse all 3 times. The rn replaced the pca with a 2nd pca module, moved the IV pole and the pca shut off again with channel error code 511.2010 displayed. It was reported that due to the lack of delivery of pain medication, the patient experienced increased pain. The rn took the pca to the utility room and tested the 2nd pca module with a new pcu and the pca module had no issues. It was speculated by the biomed that the pcu might have a right side iui connector issue.

Manufacturer narrative:
After review it was determined that the etc02 disposable is the suspect, and the pca module is the concomitant, and a new manufacturing report number is needed. Please reference 9616066-2019-00862 for MDR reporting.

Event description:
It was reported that the facility went live with pca modules on december 17, 2018; on that day, the nurse (super user) initiated an unspecified pca infusion without difficulty. The next day, as the nurse was moving the IV pole the pca shut off and a channel error code 511.2010 was noticed on the pcu. When the pca was turned back on and the IV pole was moved again, the same issue occurred. As the IV pole was moved the 3rd time, the pca turned off; however in all 3 instances when the pca turned off, the lvp continued to infuse. At this time the pca was replaced with a 2nd pca module, and as the IV pole was moved, the pca shut off and a channel error code 511.2010 again scrolled across the pcu. As a consequence, due to the lack of delivery of pain medication, the patient experienced an increase in pain level. The pca module was taken to the utility room and tested with a new pcu and there were no issues. It was speculated by the biomed that the pcu might have had a right side iui connector issue.